Manufacturer narrative:
Additional information. D.10 device available for eval yes, returned to manufacturer on: 2020-04-22. H.6. Investigation summary: customer returned (12) easy touch pen needles that are not bd products. Unable to perform DHR check due to an unknown lot number for does not attach/detach. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no bd products were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced their inner shield/outer cover/cap would not attach/detach. Product defect was noted during use. The following information was provided by the initial reporter: material no. 320119, batch no. Unknown. Consumer reported pen needles will fit attach to her lispro pen. Does not have the pen needles with her for lot number she is at the pharmacy right now. Claims the opening is too small for her pen. Was using bd pen needles on tresbia for 2 years. Date of event: (B)(6) 2020.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced their inner shield/outer cover/cap would not attach/detach. Product defect was noted during use. The following information was provided by the initial reporter: material no. 320119, batch no. Unknown. Consumer reported pen needles will fit attach to her lispro pen. Does not have the pen needles with her for lot number she is at the pharmacy right now. Claims the opening is too small for her pen. Was using bd pen needles on tresbia for 2 years. Date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 20 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced their inner shield/outer cover/cap would not attach/detach. Product defect was noted during use. The following information was provided by the initial reporter: material no. 320119 batch no. Unknown. Consumer reported pen needles will fit attach to her lispro pen. Does not have the pen needles with her for lot number she is at the pharmacy right now. Claims the opening is too small for her pen. Was using bd pen needles on tresbia for 2 years. Date of event: (B)(6) 2020.